Manufacturer narrative:
Device was evaluated. Inspection found worn scope socket causing poor connection. In addition, device was found with an old type power switch and needs to be upgraded. Software version was found with old version and needs to be upgraded. Cosmetic wear noted on the housing and unrelated to the reported issue. Based on evaluation findings the reported issue was confirmed and was found to be due to worn scope socket attributed to poor connection, image issue. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
It was reported that the device camera gets a poor image or no image, intermittently. The issue occurred in the middle of a urology procedure. There was a delay in the procedure, time and duration unknown. Patient was not under general anesthesia. A similar device was used to complete the intended procedure. The model and serial used to complete the procedure is unknown. Device was not inspected prior to use. There was no patient harm or injury reported, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on investigation, since it has been more than 7 years since device has been shipped and more than 7 years since the manufacture, it was presumed that the reported phenomenon occurred due to device age deterioration and repeated long time use of the device. Olympus will continue to monitor complaints for this device.